Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 3550-39, lot# n310992, implanted: (B)(6) 2012, product type: accessory. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 37744, serial# (B)(4), product type: programmer, patient. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported the patient hurt her back "on the other side" and was having pain. The patient stated she could not stand the pain and could hardly take it anymore. It was getting worse and worse. The patient was taking two pain pills a day. The patient had an appointment with managing health care provider on (B)(6) 2015 and wanted the device manufacturer's representative (rep) there. The patient stated she didn't know if she could wait that long to see the hcp and rep. The patient was redirected to hcp. There were no device issues reported. A rep later reported that the patient lost paresthesia in her back, and this change occurred approximately 2 months ago. Since the loss of paresthesia she had a significant increase in pain. The patient denied any events leading up to the change, "it was just gone." X-rays revealed the leads were at the top of t8, but they were in a "v" shape. The rep attempted a reprogramming without success of giving paresthesia in the back again. Impedance check were all within normal limits. A lead revision was being planned but there was no date for surgery yet. The issue was not resolved at the time of this report. It was noted that the patient was implanted for non-malignant pain and degenerative disc disease.